Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pt experienced increased pain, hypertonia, pump pocket erosion and (B)(6). The pump was explanted. The pt was managed with oral baclofen. The medication being delivered via the device was lioresal. The pt recovered without sequela.